Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the a stress problem and degradation problem led to the malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a noisy image due to damage on the charged coupled device unit, corrosion on the distal end, and corrosion on the circuit board in the scope connector. There was no patient involvement.